Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that noise was noticed on stored atrial tachycardia/atrial fibrillation (af) episode electrocardiograms for the atrial lead. Isometric movements were performed and oversensing was noticed at the time of the movements. No issues were noticed with the lead on the impedance, sensing or threshold trends. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.